Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), haemorrhagic ovarian cyst ("ultrasound confirmed a complex right ovarian cyst measuring 15 mm with internal echoes suggesting possible hemorrhage") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included general anesthesia in 2010. Before essure, her menstrual periods were not nearly as painful, and she had no problem with going about her daily life. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, 2 years 10 months after insertion of essure, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain and cervicitis. On (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia and spotting / heavy menses / heavy menstrual cycles for two weeks with back pain and cramps"), dysmenorrhoea ("heavy menstrual cycles for two weeks with back pain and cramps") and migraine ("migraines"). On (B)(6) 2014, the patient experienced the first episode of ovarian cyst ("1.6 cm simple cyst was found at ultrasound, arising out of her left ovary and in the substance of the right ovary subcentimeter follicular cysts / 19-mm complex cyst in her right adnexa"). On (B)(6) 2015, the patient experienced haemorrhagic ovarian cyst (seriousness criterion medically significant) with abdominal pain and the second episode of ovarian cyst ("ultrasound report showed a 19 mm complex cyst in her right adnexa / ultrasound confirmed a complex right ovarian cyst measuring 15 mm with internal echoes suggesting possible hemorrhage"). On (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and headache ("recurrent headaches"). On (B)(6) 2016, the patient experienced endometrial disorder ("us showed heterogenous echo pattern in uterus described as focal area of increased ethnogenicity which appears to be either part of adjacent to endometrial stripe quite echogenic measuring 17 mm/unchanged 17-mm echogenic lesion within uterine cavity"), the third episode of ovarian cyst ("2 cm right ovarian cyst"), uterine polyp ("was diagnosed with endometrial polyps") and menometrorrhagia ("menometrorrhagia"). On an unknown date, the patient experienced dyspareunia ("dyspareunia"), weight increased ("weight gain"), fatigue ("fatigue"), vaginal infection ("frequent vaginal infections / recurrent vaginal infections"), menstruation irregular ("irregular menstruation") and back pain ("back pain"). On an unknown date, the patient experienced dyspareunia ("dyspareunia"), weight increased ("weight gain"), fatigue ("fatigue"), vaginal infection ("frequent vaginal infections / recurrent vaginal infections"), menstruation irregular ("irregular menstruation") and back pain ("back pain"). The patient was treated with amitriptyline, medroxyprogesterone and naproxen. Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, haemorrhagic ovarian cyst, uterine haemorrhage, dyspareunia, weight increased, fatigue, vaginal infection, menorrhagia, dysmenorrhoea, migraine, menstruation irregular, headache, endometrial disorder, the last episode of ovarian cyst, uterine polyp, menometrorrhagia and back pain had not resolved. The reporter considered back pain, dysmenorrhoea, dyspareunia, endometrial disorder, fatigue, haemorrhagic ovarian cyst, headache, menometrorrhagia, menorrhagia, menstruation irregular, migraine, pelvic inflammatory disease, uterine haemorrhage, uterine polyp, vaginal infection, weight increased, the first episode of ovarian cyst, the second episode of ovarian cyst and the third episode of ovarian cyst to be related to essure. The reporter commented: unfortunately, she continues to receive alternative causes for her symptoms by her physicians. Diagnostic results: on (B)(6) 2014 pelvic ultrasound was performed, and a 1.6 cm simple cyst was found arising out of her left ovary and in the substance of the right ovary subcentimeter follicular cysts were noted. On (B)(6) 2015 a pelvic ultrasound was ordered and completed on (B)(6) 2015. The ultrasound report showed a 19 mm complex cyst in her right adnexa. On (B)(6) 2016 transabdominal and transvaginal ultrasound were done, and showed a heterogenous echo pattern in the uterus described as ¿a focal area of increased ethnogenicity which appears to be either part of or adjacent to the endometrial stripe which is quite echogenic and measures 17 mm". A 2 cm right ovarian cyst was also reported. She was diagnosed with endometrial polyps, irregular menstruation with menorrhagia and spotting. On (B)(6) 2016 a transabdominal and transvaginal pelvic ultrasound with doppler of the ovaries for subsequent evaluation of uterine abnormalities were performed, and confirmed a complex right ovarian cyst measuring 15 mm with internal echoes suggesting possible hemorrhage and that the 17-mm echogenic lesion within the uterine cavity was unchanged. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), haemorrhagic ovarian cyst ("ultrasound confirmed a complex right ovarian cyst measuring 15 mm with internal echoes suggesting possible hemorrhage") and uterine haemorrhage ("abnormal uterine bleeding") in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included general anesthesia in 2010. Before essure, her menstrual periods were not nearly as painful, and she had no problem with going about her daily life. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, 2 years 10 months after insertion of essure, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain and cervicitis. On (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia and spotting / heavy menses / heavy menstrual cycles for two weeks with back pain and cramps"), dysmenorrhoea ("heavy menstrual cycles for two weeks") and migraine ("migraines"). On (B)(6) 2014, the patient experienced the first episode of ovarian cyst ("1.6 cm simple cyst was found at ultrasound, arising out of her left ovary and in the substance of the right ovary subcentimeter follicular cysts / 19-mm complex cyst in her right adnexa"). On (B)(6) 2015, the patient experienced haemorrhagic ovarian cyst (seriousness criterion medically significant) with abdominal pain and the second episode of ovarian cyst ("ultrasound report showed a 19mm complex cyst in her right adnexa / ultrasound confirmed a complex right ovarian cyst measuring 15 mm with internal echoes suggesting possible hemorrhage"). On (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and headache ("recurrent headaches"). On (B)(6) 2016, the patient experienced endometrial disorder ("us showed heterogenous echo pattern in uterus described as focal area of increased ethnogenicity which appears to be either part of adjacent to endometrial stripe quite echogenic measuring 17mm/unchanged 17-mm echogenic lesion within uterine cavity"), the third episode of ovarian cyst ("2cm right ovarian cyst"), uterine polyp ("was diagnosed with endometrial polyps") and menometrorrhagia ("menometrorrhagia"). On an unknown date, the patient experienced dyspareunia ("dyspareunia"), weight increased ("weight gain"), fatigue ("fatigue"), vaginal infection ("frequent vaginal infections / recurrent vaginal infections"), menstruation irregular ("irregular menstruation") and back pain ("back pain"). The patient was treated with amitriptyline, medroxyprogesterone, naproxen, surgery (total abdominal hysterectomy) and surgery (left ovarian cystectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, haemorrhagic ovarian cyst, uterine haemorrhage, dyspareunia, weight increased, fatigue, vaginal infection, menorrhagia, dysmenorrhoea, migraine, menstruation irregular, headache, endometrial disorder, the last episode of ovarian cyst, uterine polyp, menometrorrhagia and back pain had resolved. The reporter considered back pain, dysmenorrhoea, dyspareunia, endometrial disorder, fatigue, haemorrhagic ovarian cyst, headache, menometrorrhagia, menorrhagia, menstruation irregular, migraine, pelvic inflammatory disease, uterine haemorrhage, uterine polyp, vaginal infection, weight increased, the first episode of ovarian cyst, the second episode of ovarian cyst and the third episode of ovarian cyst to be related to essure. The reporter commented: unfortunately, she continues to receive alternative causes for her symptoms by her physicians. Following the removal surgery, on (B)(6) 2018, she presented to the emergency department for blood in her urine for the last day. Following the (B)(6) 2018 removal of the essure, her symptoms have completely resolved. She has not been tested for a nickel allergy because it causes her skin to itch and feel like it was burning. Diagnostic results: on (B)(6) 2014 pelvic ultrasound was performed, and a 1.6 cm simple cyst was found arising out of her left ovary and in the substance of the right ovary subcentimeter follicular cysts were noted. On (B)(6) 2015 a pelvic ultrasound was ordered and completed on (B)(6) 2015. The ultrasound report showed a 19mm complex cyst in her right adnexa. On (B)(6) 2016 transabdominal and transvaginal ultrasound were done, and showed a heterogenous echo pattern in the uterus described as ¿a focal area of increased ethnogenicity which appears to be either part of or adjacent to the endometrial stripe which is quite echogenic and measures 17 mm". A 2cm right ovarian cyst was also reported. She was diagnosed with endometrial polyps, irregular menstruation with menorrhagia and spotting. On (B)(6) 2016 a transabdominal and transvaginal pelvic ultrasound with doppler of the ovaries for subsequent evaluation of uterine abnormalities were performed, and confirmed a complex right ovarian cyst measuring 15 mm with internal echoes suggesting possible hemorrhage and that the 17-mm echogenic lesion within the uterine cavity was unchanged. (B)(6) 2018, according to the pathology report, fallopian tube remnants were removed which contained the essure devices. (B)(6) 2018. The CT of the plaintiff's abdomen and pelvis demonstrated significant inflammatory changes present, there was a 7.1 cm x7.0cmx9.1cm collection of gas and fluid reflecting an abscess. It was determined to be a large central abdominopelvic abscess. Most recent follow-up information incorporated above includes: on 16-oct-2018: legal complaint received: reporter information, patient¿s data updated. Essure removal date and details were added. Outcome of all events were updated to resolved. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), device dislocation ('migration noted'), abdominal abscess ('she developed an abdominopelvic abscess during her removal surgery'), haemorrhagic ovarian cyst ('ultrasound confirmed a complex right ovarian cyst measuring 15 mm with internal echoes suggesting possible hemorrhage') and uterine haemorrhage ('abnormal uterine bleeding') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included general anesthesia in 2010. Before essure, her menstrual periods were not nearly as painful, and she had no problem with going about her daily life. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic inflammatory disease (seriousness criteria hospitalization, medically significant and intervention required) with pelvic pain and cervicitis, 2 years 10 months after insertion of essure. On (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia and spotting / heavy menses / heavy menstrual cycles for two weeks with back pain and cramps"), dysmenorrhoea ("heavy menstrual cycles for two weeks with back pain and cramps") and migraine ("migraines"). On (B)(6) 2014, the patient experienced ovarian cyst nos ("1.6 cm simple cyst was found at ultrasound, arising out of her left ovary and in the substance of the right ovary subcentimeter follicular cysts / 19-mm complex cyst in her right adnexa"). On (B)(6) 2015, the patient experienced haemorrhagic ovarian cyst (seriousness criterion medically significant) with abdominal pain and complex ovarian cyst ("ultrasound report showed a 19mm complex cyst in her right adnexa / ultrasound confirmed a complex right ovarian cyst measuring 15 mm with internal echoes suggesting possible hemorrhage"). On (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and headache ("recurrent headaches"). On (B)(6) 2016, the patient experienced endometrial disorder ("us showed heterogenous echo pattern in uterus described as focal area of increased ethnogenicity which appears to be either part of adjacent to endometrial stripe quite echogenic measuring 17mm/unchanged 17-mm echogenic lesion within uterine cavity"), ovarian cyst ("2cm right ovarian cyst"), uterine polyp ("was diagnosed with endometrial polyps") and menometrorrhagia ("menometrorrhagia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal abscess (seriousness criterion hospitalization), dyspareunia ("dyspareunia"), fatigue ("fatigue"), vaginal infection ("frequent vaginal infections / recurrent vaginal infections"), menstruation irregular ("irregular menstruation"), back pain ("back pain"), hypersensitivity ("allergy like symptoms"), autoimmune disorder ("auto-immune like symptoms") and pelvic haematoma ("pelvic hematoma") and was found to have weight increased ("weight gain"). The patient was treated with amitriptyline, medroxyprogesterone, naproxen, colpotomy and surgery (left ovarian cystectomy and total abdominal hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, haemorrhagic ovarian cyst, uterine haemorrhage, dyspareunia, weight increased, fatigue, vaginal infection, menorrhagia, dysmenorrhoea, migraine, menstruation irregular, ovarian cyst nos, complex ovarian cyst, headache, endometrial disorder, ovarian cyst, uterine polyp, menometrorrhagia and back pain had resolved and the device dislocation, abdominal abscess, hypersensitivity, autoimmune disorder and pelvic haematoma outcome was unknown. The reporter considered abdominal abscess, autoimmune disorder, back pain, device dislocation, dysmenorrhoea, dyspareunia, endometrial disorder, fatigue, haemorrhagic ovarian cyst, headache, hypersensitivity, menometrorrhagia, menorrhagia, menstruation irregular, migraine, ovarian cyst nos, pelvic haematoma, pelvic inflammatory disease, uterine haemorrhage, uterine polyp, vaginal infection, weight increased, complex ovarian cyst and ovarian cyst to be related to essure. The reporter commented: unfortunately, she continues to receive alternative causes for her symptoms by her physicians. Following the removal surgery, on (B)(6) 2018, she presented to the emergency department for blood in her urine for the last day. Following the (B)(6) 2018 removal of the essure, her symptoms have completely resolved. She has not been tested for a nickel allergy because it causes her skin to itch and feel like it was burning. Diagnostic results: on (B)(6) 2014 pelvic ultrasound was performed, and a 1.6 cm simple cyst was found arising out of her left ovary and in the substance of the right ovary subcentimeter follicular cysts were noted. On (B)(6) 2015 a pelvic ultrasound was ordered and completed on (B)(6) 2015. The ultrasound report showed a 19mm complex cyst in her right adnexa. On (B)(6) 2016 transabdominal and transvaginal ultrasound were done, and showed a heterogenous echo pattern in the uterus described as ¿a focal area of increased ethnogenicity which appears to be either part of or adjacent to the endometrial stripe which is quite echogenic and measures 17 mm". A 2cm right ovarian cyst was also reported. She was diagnosed with endometrial polyps, irregular menstruation with menorrhagia and spotting. On (B)(6) 2016 a transabdominal and transvaginal pelvic ultrasound with doppler of the ovaries for subsequent evaluation of uterine abnormalities were performed, and confirmed a complex right ovarian cyst measuring 15 mm with internal echoes suggesting possible hemorrhage and that the 17-mm echogenic lesion within the uterine cavity was unchanged. (B)(6) 2018, according to the pathology report, fallopian tube remnants were removed which contained the essure devices. (B)(6) 2018. The CT of the plaintiff's abdomen and pelvis demonstrated significant inflammatory changes present, there was a 7.1 cm x7.0cmx9.1cm collection of gas and fluid reflecting an abscess. It was determined to be a large central abdominopelvic abscess. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received. Events "migration noted, hypersensitivity, autoimmune disorder, she developed an abdominopelvic abscess during her removal surgery,pelvic hematoma" added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), device dislocation ('migration noted'), abdominal abscess ('she developed an abdominopelvic abscess during her removal surgery') and haemorrhagic ovarian cyst ('ultrasound confirmed a complex right ovarian cyst measuring 15 mm with internal echoes suggesting possible hemorrhage') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included general anesthesia in 2010. Before essure, her menstrual periods were not nearly as painful, and she had no problem with going about her daily life. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic inflammatory disease (seriousness criteria hospitalization, medically significant and intervention required) with pelvic pain and cervicitis, 2 years 10 months after insertion of essure. On (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia and spotting / heavy menses / heavy menstrual cycles for two weeks with back pain and cramps"), dysmenorrhoea ("heavy menstrual cycles for two weeks with back pain and cramps") and migraine ("migraines"). On (B)(6) 2014, the patient experienced ovarian cyst nos ("1.6 cm simple cyst was found at ultrasound, arising out of her left ovary and in the substance of the right ovary subcentimeter follicular cysts / 19-mm complex cyst in her right adnexa"). On (B)(6) 2015, the patient experienced haemorrhagic ovarian cyst (seriousness criterion medically significant) with abdominal pain and complex ovarian cyst ("ultrasound report showed a 19mm complex cyst in her right adnexa / ultrasound confirmed a complex right ovarian cyst measuring 15 mm with internal echoes suggesting possible hemorrhage"). On (B)(6) 2016, the patient experienced uterine haemorrhage ("abnormal uterine bleeding") and headache ("recurrent headaches"). On (B)(6) 2016, the patient experienced endometrial disorder ("us showed heterogenous echo pattern in uterus described as focal area of increased ethnogenicity which appears to be either part of adjacent to endometrial stripe quite echogenic measuring 17mm/unchanged 17-mm echogenic lesion within uterine cavity"), ovarian cyst ("2cm right ovarian cyst"), uterine polyp ("was diagnosed with endometrial polyps") and menometrorrhagia ("menometrorrhagia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal abscess (seriousness criterion hospitalization), dyspareunia ("dyspareunia"), fatigue ("fatigue"), vaginal infection ("frequent vaginal infections / recurrent vaginal infections"), menstruation irregular ("irregular menstruation"), back pain ("back pain"), hypersensitivity ("allergy like symptoms"), autoimmune disorder ("auto-immune like symptoms") and pelvic haematoma ("pelvic hematoma") and was found to have weight increased ("weight gain"). The patient was treated with amitriptyline, medroxyprogesterone, naproxen, colpotomy and surgery (left ovarian cystectomy and total abdominal hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, haemorrhagic ovarian cyst, uterine haemorrhage, dyspareunia, weight increased, fatigue, vaginal infection, menorrhagia, dysmenorrhoea, migraine, menstruation irregular, ovarian cyst nos, complex ovarian cyst, headache, endometrial disorder, ovarian cyst, uterine polyp, menometrorrhagia and back pain had resolved and the device dislocation, abdominal abscess, hypersensitivity, autoimmune disorder and pelvic haematoma outcome was unknown. The reporter considered abdominal abscess, autoimmune disorder, back pain, device dislocation, dysmenorrhoea, dyspareunia, endometrial disorder, fatigue, haemorrhagic ovarian cyst, headache, hypersensitivity, menometrorrhagia, menorrhagia, menstruation irregular, migraine, ovarian cyst nos, pelvic haematoma, pelvic inflammatory disease, uterine haemorrhage, uterine polyp, vaginal infection, weight increased, complex ovarian cyst and ovarian cyst to be related to essure. The reporter commented: unfortunately, she continues to receive alternative causes for her symptoms by her physicians. Following the removal surgery, on (B)(6) 2018, she presented to the emergency department for blood in her urine for the last day. Following the (B)(6) 2018 removal of the essure, her symptoms have completely resolved. She has not been tested for a nickel allergy because it causes her skin to itch and feel like it was burning. Diagnostic results: on (B)(6) 2014 pelvic ultrasound was performed, and a 1.6 cm simple cyst was found arising out of her left ovary and in the substance of the right ovary subcentimeter follicular cysts were noted. On (B)(6) 2015 a pelvic ultrasound was ordered and completed on (B)(6) 2015. The ultrasound report showed a 19mm complex cyst in her right adnexa. On (B)(6) 2016 transabdominal and transvaginal ultrasound were done, and showed a heterogenous echo pattern in the uterus described as ¿a focal area of increased ethnogenicity which appears to be either part of or adjacent to the endometrial stripe which is quite echogenic and measures 17 mm". A 2cm right ovarian cyst was also reported. She was diagnosed with endometrial polyps, irregular menstruation with menorrhagia and spotting. On (B)(6) 2016 a transabdominal and transvaginal pelvic ultrasound with doppler of the ovaries for subsequent evaluation of uterine abnormalities were performed, and confirmed a complex right ovarian cyst measuring 15 mm with internal echoes suggesting possible hemorrhage and that the 17-mm echogenic lesion within the uterine cavity was unchanged. (B)(6) 2018, according to the pathology report, fallopian tube remnants were removed which contained the essure devices. (B)(6) 2018. The CT of the plaintiff's abdomen and pelvis demonstrated significant inflammatory changes present, there was a 7.1 cm x7.0cmx9.1cm collection of gas and fluid reflecting an abscess. It was determined to be a large central abdominopelvic abscess. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), embedded device ('embedded essure'), device dislocation ('migration noted'), abdominal abscess ('she developed an abdominopelvic abscess during her removal surgery') and haemorrhagic ovarian cyst ('ultrasound confirmed a complex right ovarian cyst measuring 15 mm with internal echoes suggesting possible hemorrhage') in a 32-year-old female patient who had essure (batch no. 20227507) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included general anesthesia in 2010, pelvic hematoma, multiparous, painful periods, menorrhagia, leiomyoma nos, dysmenorrhea, corpus luteum cyst, ovarian cystectomy and follicular cyst of ovary. Before essure, her menstrual periods were not nearly as painful, and she had no problem with going about her daily life. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic inflammatory disease (seriousness criteria hospitalization, medically significant and intervention required) with pelvic pain and cervicitis, 2 years 10 months after insertion of essure. On (B)(6) 2013, the patient experienced heavy menstrual bleeding ("menorrhagia and spotting/heavy menses/heavy menstrual cycles for two weeks with back pain and cramps"), dysmenorrhoea ("heavy menstrual cycles for two weeks with back pain and cramps") and migraine ("migraines"). On (B)(6) 2014, the patient experienced ovarian cyst nos ("1.6 cm simple cyst was found at ultrasound, arising out of her left ovary and in the substance of the right ovary subcentimeter follicular cysts/19-mm complex cyst in her right adnexa"). On (B)(6) 2015, the patient experienced haemorrhagic ovarian cyst (seriousness criterion medically significant) with abdominal pain and complex ovarian cyst ("ultrasound report showed a 19mm complex cyst in her right adnexa / ultrasound confirmed a complex right ovarian cyst measuring 15 mm with internal echoes suggesting possible hemorrhage"). On 19-may-2016, the patient experienced abnormal uterine bleeding ("abnormal uterine bleeding") and headache ("recurrent headaches"). On (B)(6) 2016, the patient experienced endometrial disorder ("us showed heterogenous echo pattern in uterus described as focal area of increased ethnogenicity which appears to be either part of adjacent to endometrial stripe quite echogenic measuring 17mm/unchanged 17-mm echogenic lesion within uterine cavity"), ovarian cyst ("2cm right ovarian cyst"), uterine polyp ("was diagnosed with endometrial polyps") and menometrorrhagia ("menometrorrhagia"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal abscess (seriousness criterion hospitalization), dyspareunia ("dyspareunia"), fatigue ("fatigue"), vaginal infection ("frequent vaginal infections/recurrent vaginal infections"), menstruation irregular ("irregular menstruation"), back pain ("back pain"), hypersensitivity ("allergy like symptoms"), autoimmune disorder ("auto-immune like symptoms") and pelvic haematoma ("pelvic hematoma") and was found to have weight increased ("weight gain"). The patient was treated with amitriptyline, medroxyprogesterone, naproxen, colpotomy and surgery (total abdominal hysterectomy, left ovarian cystectomy and total abdominal hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, haemorrhagic ovarian cyst, abnormal uterine bleeding, dyspareunia, weight increased, fatigue, vaginal infection, heavy menstrual bleeding, dysmenorrhoea, migraine, menstruation irregular, ovarian cyst nos, complex ovarian cyst, headache, endometrial disorder, ovarian cyst, uterine polyp, menometrorrhagia and back pain had resolved and the embedded device, device dislocation, abdominal abscess, hypersensitivity, autoimmune disorder and pelvic haematoma outcome was unknown. The reporter considered abdominal abscess, abnormal uterine bleeding, autoimmune disorder, back pain, device dislocation, dysmenorrhoea, dyspareunia, embedded device, endometrial disorder, fatigue, haemorrhagic ovarian cyst, headache, heavy menstrual bleeding, hypersensitivity, menometrorrhagia, menstruation irregular, migraine, ovarian cyst nos, pelvic haematoma, pelvic inflammatory disease, uterine polyp, vaginal infection, weight increased, complex ovarian cyst and ovarian cyst to be related to essure. The reporter commented: unfortunately, she continues to receive alternative causes for her symptoms by her physicians. Following the removal surgery, on (B)(6) 2018, she presented to the emergency department for blood in her urine for the last day. Following the (B)(6) 2018 removal of the essure, her symptoms have completely resolved. She has not been tested for a nickel allergy because it causes her skin to itch and feel like it was burning. The right essure was placed leaving 4 trailing coils. The left essure was then placed leaving approximately 4 to 5 trailing coils. Diagnostic results: on (B)(6) 2014 pelvic ultrasound was performed, and a 1.6 cm simple cyst was found arising out of her left ovary and in the substance of the right ovary subcentimeter follicular cysts were noted. On (B)(6) 2015 a pelvic ultrasound was ordered and completed on 13-apr-2015. The ultrasound report showed a 19mm complex cyst in her right adnexa. On (B)(6) 2016 transabdominal and transvaginal ultrasound were done, and showed a heterogenous echo pattern in the uterus described as ¿a focal area of increased ethnogenicity which appears to be either part of or adjacent to the endometrial stripe which is quite echogenic and measures 17 mm". A 2cm right ovarian cyst was also reported. She was diagnosed with endometrial polyps, irregular menstruation with menorrhagia and spotting. On (B)(6) 2016 a transabdominal and transvaginal pelvic ultrasound with doppler of the ovaries for subsequent evaluation of uterine abnormalities were performed, and confirmed a complex right ovarian cyst measuring 15 mm with internal echoes suggesting possible hemorrhage and that the 17-mm echogenic lesion within the uterine cavity was unchanged. (B)(6) 2018, according to the pathology report, fallopian tube remnants were removed which contained the essure devices. (B)(6) 2018. The CT of the plaintiff's abdomen and pelvis demonstrated significant inflammatory changes present, there was a 7.1 cm x7.0cmx9.1cm collection of gas and fluid reflecting an abscess. It was determined to be a large central abdominopelvic abscess. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: embedded device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-jun-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), embedded device ('embedded essure'), device dislocation ('migration noted'), abdominal abscess ('she developed an abdominopelvic abscess during her removal surgery') and haemorrhagic ovarian cyst ('ultrasound confirmed a complex right ovarian cyst measuring 15 mm with internal echoes suggesting possible hemorrhage') in a 32-year-old female patient who had essure (batch no. 20227507) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included general anesthesia in 2010, pelvic hematoma, multiparous, painful periods, menorrhagia, leiomyoma, dysmenorrhea, corpus luteum cyst, ovarian cystectomy and follicular cyst of ovary. Before essure, her menstrual periods were not nearly as painful, and she had no problem with going about her daily life. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic inflammatory disease (seriousness criteria hospitalization, medically significant and intervention required) with pelvic pain and cervicitis, 2 years 10 months after insertion of essure. On (B)(6) 2013, the patient experienced heavy menstrual bleeding ("menorrhagia and spotting / heavy menses / heavy menstrual cycles for two weeks with back pain and cramps"), dysmenorrhoea ("heavy menstrual cycles for two weeks with back pain and cramps") and migraine ("migraines"). On (B)(6) 2014, the patient experienced ovarian cyst nos ("1.6 cm simple cyst was found at ultrasound, arising out of her left ovary and in the substance of the right ovary subcentimeter follicular cysts / 19-mm complex cyst in her right adnexa"). On (B)(6) 2015, the patient experienced haemorrhagic ovarian cyst (seriousness criterion medically significant) with abdominal pain and complex ovarian cyst ("ultrasound report showed a 19mm complex cyst in her right adnexa / ultrasound confirmed a complex right ovarian cyst measuring 15 mm with internal echoes suggesting possible hemorrhage"). On (B)(6) 2016, the patient experienced abnormal uterine bleeding ("abnormal uterine bleeding") and headache ("recurrent headaches"). On (B)(6) 2016, the patient experienced endometrial disorder ("us showed heterogenous echo pattern in uterus described as focal area of increased ethnogenicity which appears to be either part of adjacent to endometrial stripe quite echogenic measuring 17mm/unchanged 17-mm echogenic lesion within uterine cavity"), ovarian cyst ("2cm right ovarian cyst"), uterine polyp ("was diagnosed with endometrial polyps") and menometrorrhagia ("menometrorrhagia"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal abscess (seriousness criterion hospitalization), dyspareunia ("dyspareunia"), fatigue ("fatigue"), vaginal infection ("frequent vaginal infections / recurrent vaginal infections"), menstruation irregular ("irregular menstruation"), back pain ("back pain"), hypersensitivity ("allergy like symptoms"), autoimmune disorder ("auto-immune like symptoms") and pelvic haematoma ("pelvic hematoma") and was found to have weight increased ("weight gain"). The patient was treated with amitriptyline, medroxyprogesterone, naproxen, colpotomy and surgery (total abdominal hysterectomy, left ovarian cystectomy and total abdominal hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, haemorrhagic ovarian cyst, abnormal uterine bleeding, dyspareunia, weight increased, fatigue, vaginal infection, heavy menstrual bleeding, dysmenorrhoea, migraine, menstruation irregular, ovarian cyst nos, complex ovarian cyst, headache, endometrial disorder, ovarian cyst, uterine polyp, menometrorrhagia and back pain had resolved and the embedded device, device dislocation, abdominal abscess, hypersensitivity, autoimmune disorder and pelvic haematoma outcome was unknown. The reporter considered abdominal abscess, abnormal uterine bleeding, autoimmune disorder, back pain, device dislocation, dysmenorrhoea, dyspareunia, embedded device, endometrial disorder, fatigue, haemorrhagic ovarian cyst, headache, heavy menstrual bleeding, hypersensitivity, menometrorrhagia, menstruation irregular, migraine, ovarian cyst nos, pelvic haematoma, pelvic inflammatory disease, uterine polyp, vaginal infection, weight increased, complex ovarian cyst and ovarian cyst to be related to essure. The reporter commented: unfortunately, she continues to receive alternative causes for her symptoms by her physicians. Following the removal surgery, on (B)(6) 2018, she presented to the emergency department for blood in her urine for the last day. Following the (B)(6) 2018 removal of the essure, her symptoms have completely resolved. She has not been tested for a nickel allergy because it causes her skin to itch and feel like it was burning. The right essure was placed leaving 4 trailing coils. The left essure was then placed leaving approximately 4 to 5 trailing coils. Diagnostic results: on (B)(6) 2014 pelvic ultrasound was performed, and a 1.6 cm simple cyst was found arising out of her left ovary and in the substance of the right ovary subcentimeter follicular cysts were noted. On (B)(6) 2015 a pelvic ultrasound was ordered and completed on (B)(6) 2015. The ultrasound report showed a 19mm complex cyst in her right adnexa. On (B)(6) 2016 transabdominal and transvaginal ultrasound were done, and showed a heterogenous echo pattern in the uterus described as ¿a focal area of increased ethnogenicity which appears to be either part of or adjacent to the endometrial stripe which is quite echogenic and measures 17 mm". A 2cm right ovarian cyst was also reported. She was diagnosed with endometrial polyps, irregular menstruation with menorrhagia and spotting. On (B)(6) 2016 a transabdominal and transvaginal pelvic ultrasound with doppler of the ovaries for subsequent evaluation of uterine abnormalities were performed, and confirmed a complex right ovarian cyst measuring 15 mm with internal echoes suggesting possible hemorrhage and that the 17-mm echogenic lesion within the uterine cavity was unchanged. (B)(6) 2018, according to the pathology report, fallopian tube remnants were removed which contained the essure devices. (B)(6) 2018. The CT of the plaintiff's abdomen and pelvis demonstrated significant inflammatory changes present, there was a 7.1 cm x7.0cmx9.1cm collection of gas and fluid reflecting an abscess. It was determined to be a large central abdominopelvic abscess. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: embedded device. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received: event 'embedded essure', lot number, medical history, patient's date of birth, reporter information were added. Rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report